Event description:
It was reported that during the implant attempt, the lead dislodged. Upon repositioning the lead the stylet would not advance through the lead. Once the lead was advanced to the ventricle, the stylet would not come out. The physician had to use great force to remove the stylet after multiple attempts. When the lead was analyzed, the r-waves were low and the impedance was high. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed and no anomalies were found. However, the helix of the lead was extrinsically bent. Analysis was performed visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
(B)(4).